Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings & investigation conclusions. Type of investigation: 3331 - 11 - 4114. Investigation findings: 213 - 4256. Investigation conclusions: 67. This complaint has been evaluated and supplier response was as follows: a batch record review indicates no discrepancies. The supplier eakin, confirmed their quality team has investigated thoroughly the production records and has carried out extensive testing of the retained samples for batch c152 and found the product to be conforming. As result of the investigation, there has been no fault found with this batch and it is confirmed that the chemical composition is identical to reference batches. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Third party manufacturing site: 9681410.

Event description:
To date no additional patient or event details have been received.

Event description:
The end user reported that the product caused him to develop yeast infection around the stoma. He also reported skin irritation with mirror image of redness in the shape of the company's seal around the stoma with itching and small amount of bleeding. He stated that the skin looked chapped. The product was used for one to two days. Doctor of medicine (md) prescribed two antibiotics for this for thirty days and a topical antifungal powder. The end user reported that his skin improved with other company's rings because they don't break down and dissolve like company's seal. The end user used other company's rings and adamant that the company's seal caused the issue. He later ran out of another company's seal and went back to use company's seal and skin irritation returned. No photograph is available at this time.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, third party manufacturing site: 9681410.